Event description:
It was reported that during the procedure in the mildly tortuous, heavily calcified, proximal circumflex artery for treatment of a 90% de novo lesion, a 2.50x8 nc trek rx dilatation catheter was delivered to the target site with resistance due to the calcification. During dilatation, the balloon ruptured at 12 atmospheres during the first inflation. The device was withdrawn from the anatomy without resistance and exchanged for a non-abbott dilatation catheter. Dilatation was completed successfully. There was no adverse patient effect and no reported clinically significant delay in the procedure. Reportedly, the device was prepped inside the patient anatomy.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue, wizard; guide cath: launcher6f ebu3.5. (B)(4): against resistance; incorrect prep. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the nc trek instructions for use (IFU) states: if resistance is met during manipulation, determine the cause of the resistance before proceeding. If the resistance cannot be eliminated, remove the interventional devices as a unit. Additionally, the IFU states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body. Otherwise, complications may occur.